Event description:
Pt went to the emergency room with anaphylactic shock several hours after wound care nurse changed the dressing on a chronic wound. The steps taken during the dressing change was: rinsed around the edges of the wound with betadine, then rinsed with a wound cleanser that has been used several times in the past, then applied a promogran and covered it with a mepilex ag. Four to five pieces of the mepilex ag was applied. Pt has no history of silver allergy. Based on internal investigation, they determined the anaphylaxis was due to the betadine.

Manufacturer narrative:
Batch documentation has been investigated and there were not any deviations. Samples were not available for this complaint.